Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and stroke. The pump contained lioresal [2000 mcg/ml] at a dose of 569.2 mcg/day. It was reported there was a motor stall. There was no report of patient symptoms. It was unknown what factors led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The pump was replaced. The issue was resolved at the time of the report. The patient status at the time of the report was alive ¿ no injury. Pump logs provided by the representative showed that when examined on (B)(6) 2017, the estimated early replacement indicator (eri) was 10 months. The logs showed a motor stall occurred message on (B)(6) 2017 at 05:52 and a stopped pump period may exceed tube set message on (B)(6) 2017 at 05:52. No further patient complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-dec-12. It was confirmed that the pump was explanted on (B)(6)2017. The rep was ¿not sure the cause of the stall, hence I sent it back for analysis.¿ it was also reported that they were unsure about symptoms the patient experienced. The patient weight was not obtained. There were no further complications reported/anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ 92 is being updated to 11 for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicating the pump was returned for analysis.